Event description:
On (B)(6) 2011, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, a follow-up CT scan showed a proximal type I endoleak from an unknown origin with no evidence of aneurysm enlargement. On (B)(6) 2013, an intervention was performed whereby two aortic extender components were implanted to treat the endoleak. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak could not be determined with the provided information.